Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture and exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device.rupture : observed, one opening on the anterior side assessed as surgical damage. Additional observation: brown particles observed on the device. Crease fold observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported a right side rupture and exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.